Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was 277 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: you should avoid activities which could expose your system to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. H3 other text : device not returned.